Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. The physician requested additional information on the replacement timeframe and ts provided guidance. At this time, the device remains in service. No adverse patient effects were reported. Additional information received advised the device was explanted and replaced successfully. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable radio frequency (rf) telemetry. As a result, device replacement was recommended. The physician requested additional information on the replacement timeframe and ts provided guidance. At this time, the device remains in service. No adverse patient effects were reported.